Event description:
I am writing to report a defect in confirm clearly pregnancy tests. I had a confirm clearly test show a false positive. I used a confirm clearly pregnancy detection kit, with two tests in it. Both showed positive result, i.e. Pregnant. I later took first response and ept pregnancy tests, which came up negative. I had to take off from work the next day and go to the doctor for a blood test, which was negative. I lost wages and a doctor copay, but, most distressing, I went through a lot of emotional angst. I have since read a consumer report saying that 1 out of every 6 confirm tests shows a false positive, and have found online testimonials about getting false positives with this particular test. However, the confirm test boxes still say that they are over 99% accurate. I think that this test should be taken off the market. At the very least, they should not be allowed to keep saying that it is over 99% accurate. In all of my research, this is the only company whose tests tend to show false positives. We took a picture of the positive test result, on a digital camera, if that is helpful.